Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution?: yes. D.9. Returned to manufacturer on: 21-oct-2022 h.6. Investigation summary: bd received 1 sample and 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon visual inspection of the samples. Visual examination with a digital microscope showed that excess medical grade silicone from our lubrication process was found within the catheter of the samples. The excess was stuck to the needle and built up at the catheter tip. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that glue-like foreign matter was found in 21 bd saf-t-intima¿ IV catheter safety systems' tubing. The following information was provided by the initial reporter, translated from chinese: "the head nurse of the department of gynecology of the hospital saw the analogues of glue in the tube and the outer wall of the tube during the examination before puncture. The specific glue is uncertain."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that glue-like foreign matter was found in 21 bd saf-t-intima¿ IV catheter safety systems' tubing. The following information was provided by the initial reporter, translated from chinese: "the head nurse of the department of gynecology of the hospital saw the analogues of glue in the tube and the outer wall of the tube during the examination before puncture. The specific glue is uncertain."